Event description:
It was reported that, during the implantation surgery, this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise that was believed to be caused by electromagnetic interference (emi) from the procedure. This oversensing led to inappropriate atrial tachy response (atr) episodes stored. No adverse patient effects were reported. This ICD remains in service.